Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the tip of the sonopet m101 tip broke off and fell into the surgical site during the course of a micro endoscopic discectomy at the user facility. The broken fragment was removed using forceps. No adverse consequences and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During device evaluation, the reported event of the tip breaking was confirmed through visual inspection. The cause for the tip breaking is damage due to coming in contact with the tip cover or excessive force during use. The device should not come into contact with other devices. Per the instructions for use: to prepare the handpiece - warnings: make sure the handpiece tip and tip cover are assembled correctly. Always inspect the ultrasonic tip and tip cover before, during, and after use. Do not use if damage is apparent. Remove and replace as required. Cautions: do not strike the ultrasonic tip against a metal or surgical object during vibration. To operate the handpiece during surgery - warnings: do not apply excessive force or side loading on the ultrasonic tip or tip cover during handpiece operation. Before closing the surgical site, always inspect the handpiece tip and tip cover for damage. Always make sure there are no fragments in the surgical site. The device is non-repairable; therefore, following evaluation, it was returned to the user facility without repair.

Event description:
It was reported that the tip of the sonopet m101 tip broke off and fell in to the surgical site during the course of a micro endoscopic discectomy at the user facility. The broken fragment was removed using forceps. No adverse consequences and no surgical delay were reported with this event. The procedure was completed successfully.